Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the doctor found that the tube was blocked during patient use. A new one was used and there was no patient impact.

Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturing site for evaluation. The manufacturing site reports: "visual inspection was performed on the returned actual complaint sample. No abnormally observed during visual inspection performed on returned actual complaint sample. The inner lumen was inspected using magnification camera after cross section made, it was observed that the inner layer have detached and was blocking the main lumen. Reflecting to this issue, a testing to insert an ID inspection gauge was inserted to check the blockage. It was confirm the gauge unable to glide through the inner lumen due to the blockage." The complaint was confirmed. The tube was blocked due to adaptor misalignment inside the lumen. A non-conformance was opened to further address this issue.

Event description:
Reported issue: the doctor found that the tube was blocked during patient use. A new one was used and there was no patient impact.